Event description:
Additional information received reported that the patient had some coverage of the pain, but it was sub-optimal. The reporter stated that a second percutaneous lead was placed alongside the surgical paddle and this helped, but coverage was still sub-optimal as a result of poor lead placement. Per manufacturer¿s device registration, the percutaneous lead was placed at a different procedure than the surgical paddle. The reporter stated that they thought the problems were a result of poor surgeon technique.

Event description:
It was reported the surgeon was unable to get the surgical paddle to stay midline for 5 out of 7 patients. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report numbers # 3007566237-2013-01240, 3007566237-2013-01243, 3007566237-2013-01245 for reports on similar ev ents involving the same surgeon.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4). The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).